Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that no other alarms were logged in the device's event log. The customer was advised by the rse to swap the power management (pm) printed circuit board assembly (pcba), and if that did not resolve the issue to replace the central processing unit (cpu) pcba. The customer was provided with the instructions for reprogramming the operating hours and serial number of the device if the cpu pcba is replaced. The rse provided the customer with the part information for the pm pcba and cpu pcba. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 23dec2025, 30dec2025, and 05jan2026 to obtain the device's diagnostic report (drpt), confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.